Event description:
Makoplasty canceled by physician and converted from a partial knee replacement to a total knee arthroplasty due to a camera connection error between the camera and the robotic arm.

Manufacturer narrative:
Camera communication error occurs when data transmission is interrupted anywhere along the transmission chain often this occurs at a fiber optic cable and receptical due to dirty or misaligned fibers. To simulate this fault, the usb cable was disconnected at the crisis peripheral interface. After reconnecting the usb cable, camera communication will not automatically reinitialize, so crisis was restarted. If restarting crisis was unsuccessful to bring the camera back online, power cycling was done. This process of disconnecting cable, reconnecting, restarting crisis, power cycling (if necessary) was repeated 20 times. Of 20 attempts, 19 were successful with a singe crisis restart. The case in which crisis restart did not bring the camera back online was corrected by power cycling. These two measures (crisis restart and power cycling) are sufficient to respond to the camera communication error. The add'l step of cleaning the fibers will also be necessary if power cycling is unsuccessful.